Manufacturer narrative:
(B)(6). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - info not provided was confirmed based upon the sample received. Visual examination revealed that the sample was returned with a gap between the staples and the front of the device. Upon engagement of the trigger, no staples would fire for the first 3 fire attempts. On the fourth fire, the staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The next 6 staples were fired and were able to engage and close into the simulated skin. It was observed that the pusher was not moving during functional testing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The stapler was disassembled, and it was observed that the saddle spring was out of position on one side of the cover block. Die casting anomalies were discovered on the forming tool of the returned sample. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is reported as "unknown".